Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient experienced five events of infusion set kinked cannula. The first two events occurred on (B)(6) 2025, another two events occurred on (B)(6) 2025 and one event occurred on (B)(6) 2025. The patient noticed symptoms before twenty-four hours. The insertion site was abdomen for all the events. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.